Manufacturer narrative:
The device was not evaluated by arjo, no device evaluation results were shared by the customer therefore it could not determined what kind of strap issue occurred, the root cause analysis could not be conducted due to limited information provided by the facility staff. The reported complaint is singular occurrence. To sum up, the device did not meet the performance specification as the strap allegedly broke. The ceiling lift was used to transfer the patient when the failure occurred. The complaint was decided to be reportable due to an allegation concerning the breaking of the strap during the use of the voyager 550 with the patient.

Manufacturer narrative:
The investigation is ongoing. The results will be provided to the follow-up report. Date of event is the estimated date.

Event description:
Following information reported by the customer, strap of the voyager 550 broke during use of the ceiling lift with a patient. It was confirmed that no patient fall occurred. No injury was reported. The customer refused to provide any details regarding this event.